Manufacturer narrative:
Explant date: if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) had counter rotated 30 degrees. The rotation was noted at the patient's one (1) week post operative visit. Patient's refraction -2.00 +2.00 @125. The doctor took the patient back to the operating room on (B)(6) 2014 where the lens was rotated. There was no patient injury reported. When the doctor examined the patient at her post operative visit, the patient was seeing 20/20.

Manufacturer narrative:
To follow up #1. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Manufacturing records were reviewed. Device history records show that the production order was produced without any non-conformances or deviations. There were no process and/or material changes. Optical measurement was performed and the record shows it was within specifications. All pertinent information available to the manufacturer has been submitted.